Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out which showed 2 short-circuits, involving 4 electrode channels. Channels 2, 5, 6 and 9 were deactivated due to the short-circuits. The patient now reports a serious decrease in his hearing perception. No impact was reported.